Event description:
Reportedly, the ICD with serial number (B)(6), was shipped directly from saluggia to madrid because of a short ubd (B)(6) 2021). On (B)(6) 2021, during the interrogation before the implant procedure, it was noticed that the programming parameters were different from the nominal ones. The fields were completed during an interrogation on (B)(6) 2021, for an implantation procedure that seems not to have been performed. As the charge time and impedance values were ok, the device was properly implanted on (B)(6) 2021.

Event description:
Reportedly, the ICD with serial number (B)(4), was shipped directly from (B)(6) because of a short ubd (21 september 2021). On (B)(6) 2021, during the interrogation before the implant procedure, it was noticed that the programming parameters were different from the nominal ones. The fields were completed during an interrogation on (B)(6) 2021, for an implantation procedure that seems not to have been performed. As the charge time and impedance values were ok, the device was properly implanted on (B)(6) 2021.